Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated under sensing and high thresholds on the right ventricular (rv) lead. There was also possible loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.